Event description:
It was reported that devices suddenly failed during surgery and could not be restarted. Procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned devices, the error description provided by the customer, "devices suddenly failed during surgery and could not be restarted.", could be confirmed. The cause of the defect can be determined to a defective power supply on tc200 due to a component failure by wear. The event is filed under internal karl storz complaint ID: (B)(4).